Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed, and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
Note: the date of event is unk. It was reported to boston scientific corporation on september 24, 2008, that a radial jaw 4 jumbo with needle biopsy forceps device was used during a colonoscopy procedure (adult female patient; age and weight are unknown). According to the complainant, a large polyp was removed with the forceps, several days later, the patient presented with a fever and rectal pain. It was further reported that an x-ray showed free air, which was indicative of a perforation in the colon; the patient underwent surgery to remedy the perforation. The patient's condition at the conclusion of the follow-up procedure is unknown.